Event description:
It was reported that there was a sudden drop in impedance of the atrial lead. It was also noted that there was a decrease in p waves. The thresholds are stable. The lead remains in use and follow up is planned every three months. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.